Event description:
It has been reported to philips that the system did not produce x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips remote service engineer (rse) examined the system remotely and was notified by the customer that system did not emit x-ray. Several restarts were performed; however, the issue persisted. The rse worked with the biomed and identified that the status indicator of the power inverter voltage on the mains interface unit (miu) certeray was not lit indicating an issue with the output of miu certeray. A philips field service engineer (fse) inspected the system on-site and replaced the miu certeray. However, the issue was not resolved. The fse checked the power supply and identified that the power cable was loose. To resolve the issue, all terminals and connections were reconnected. The system was returned to use in good working order and ready for clinical use. The miu certeray was returned for further analysis, and no failure was found. The current replacement rate of miu certeray is lower than the acceptable rate. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.